Event description:
While following up on a service call placed by the customer, the service engineer replaced the b-side jockey wheel. It was then discovered that the central axis between the linear accelerator and the table was off between 3 to 3.5 cm.

Manufacturer narrative:
This issue is believed to be an isolated incident, however, a full investigation is still ongoing. A follow up report will be provided upon completion of the investigation.